Manufacturer narrative:
The medfusion 4000 pump was received for evaluation. Upon receiving the pump, it was noted that the top and bottom cases were in excelelnt condition. There was also visible contamination by the ac cord clamp. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 3 years old. To investigate the reported issue, a power up test and occlusion test were performed. The reported issue could not be duplicated. The j9 connector was fully seated and glue was intact on mating surfaces of the j9 connection. Root cause of the reported issue could not be determined as there was no external damage or contamination to the interconnect board or the speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was also replaced as a preventative measure. The device underwent a power up process and passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the pump keeps giving a speaker error. It is unknown if the event occurred while in use with a patient.